Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) (osp). For evaluation. In the evaluation of osp the following was confirmed; the reported phenomenon was reproduced. The reported event appeared to be caused by defect of the printed-circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that a scope communication error (b30) occurred when the endoscope was connected. The device was used with the olympus light source clv-s190. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc concluded that the reported event may have been caused by the device detecting endoeye as another endoscope due to the failure of the detection part for the olympus videoscope endoeye since the reported event has occurred only the combination with the endoeye. When the device detected endoeye as another endoscope, the drive frequency is different from endoeye, so there is possibility that scope communication could not be performed properly and an error (b30) occurred. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.